Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left ventricular (lv) lead exhibited high pacing impedance and high capture threshold resulting in loss of capture. Attempts were made to replace the pacing cables and advance the lead further in the lv branch but were unsuccessful, a blood clot was noted on the lv lead tip after lead removal. The physician elected to proceed with left bundle branch (lbb) pacing. The patient was discharged following the procedure.